Manufacturer narrative:
The allegation is against 1 of 3 stylets; however, it is unknown which stylet; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: stylet, straight, 60cm, model: 1123, UDI: (B)(4), batch: 11324348. Common device name: stylet, bent, 60cm, model: 1124, UDI: (B)(4), batch: 10511747. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision [related manufacturer reference number: 3006705815-2026-03043; 3006705815-2026-03044] the stylet was left implanted, and the physician opted to cut the stylet and leave it partially implanted in the patient. There were no adverse consequences to the patient. It is unknown which stylet was at fault.